Manufacturer narrative:
See related regulatory report 2029214-2020-00898. If information is provided in the future, a supplemental report will be issued.

Event description:
Zaidi sf, castonguay ac, jumaa ma, et al. Intraarterial thrombolysis as rescue therapy for large vessel occlusions. Stroke. 2019;50( 4):1003-1006. Doi:10.1161/strokeaha.118.024442 medtronic received a literature article pertaining toa study aimed to assess acute ischemic stroke patients treated with a solitaire device. A total of 37 and 44 patients were in the intraarterial rtpa rt and the no intraarterial rtpa rt groups, respectively. The average age of the patients was 73 years old, majority male.  Serious intracranial hemorrhage occurred in 5 and 3 patients respectively, distal embolization occurred in 7 and 8 patients respecti vely, embolization into new territory occurred in 2 and 1 patients respectively, and more than 3 passes were needed for 1 and 2 patients respectively for the groups.